Manufacturer narrative:
Manufacturer's report date: 10/01/2014. Internal file no: (B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that after the first bag of blood ran correctly, a second 300cc bag was hung and infusion began at 1749. The infusion completed at 1910. They are setup for 100cc/hr so customer believes an over infusion occurred. There was no report of patient harm or medical intervention.